Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.

Event description:
Device malfunction: breakage of device. Time of malfunction: during vessel closure. Symptoms/ae: surgical cut-down. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when the device was being advanced, the physician felt something broke. The device was removed and the distal end remained in the patient's anatomy. A surgical cut down procedure was performed to remove the distal end of the device. Reportedly, no blood flow was achieved through the marker lumen. It was reported that the patient was obese. There was no adverse patient sequela.